Event description:
Failed 64mm trident hemi cluster cup with 3 screws, patient experienced pain after implant had been in for approximately 7 years, a subsequent operation was performed to remove ho bone around the hip. Patient did not have relief and a full revision was performed. The surgeon who performed the revision used a depuy product to replace the trident cup.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 64mm trident cup. Additional information (including x-rays and medical records) has been requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain resulting from failure to achieve bone ingrowth involving a trident hemispherical cluster 64mm was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual evaluation found the shell showed signs of normal use for an implant that had been in vivo for 7 years. There appeared to be a uniform distribution of the arc deposition coating. Some signs of bony ingrowth were present. -medical records received and evaluation: not performed because no patient clinical information was provided. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Failed 64mm trident hemi cluster cup with 3 screws, patient experienced pain after implant had been in for approximately 7 years, a subsequent operation was performed to remove ho bone around the hip. Patient did not have relief and a full revision was performed. The surgeon who performed the revision used a depuy product to replace the trident cup.